Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00420. It was reported that diagnostics indicated high impedance readings on the patient¿s l4 lead. X-rays were taken which determined that the patient¿s l4 lead was fractured. The patient also reported that they were not receiving effective therapy. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that therapy has been restored.